Event description:
On (B)(6) 2014, a (B)(6) customer reported an unexpected negative antibody screen when using capture-r ready-screen (3) on a galileo neo instrument.

Manufacturer narrative:
The customer did not return any site product to the immucor laboratory for investigation, however blood sample was returned to the immucor laboratory for testing against retention product. The immucor laboratory tested the retention product with known anti-fya and that retention product performed as expected. The testing of the customer returned blood sample yielded some unexpectedly negative results and some expected positive results. The initial testing at the customer site with capture-r ready-screen (3) on the galileo neo instrument was unexpectedly negative. The blood sample anti-fya was previously detected using gel methodology.